Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient presented with pain. The patient was revised and loose trident psl shell was removed. The 32mm neutral x3 liner, (1) 20mm screw, (1) 30mm screw, 32mm std biolox femoral head were also revised.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. The device was not returned as per hospital protocol however photos were provided. The device was bloody and sparse areas of apparently fibrous on-growth are visible. A review of the provided medical records and/or x-rays by a clinical consultant could not confirm the event nor determine a root cause. No loosening was noted on x-rays provided. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that the patient presented with pain. The patient was revised and loose trident psl shell was removed. The 32mm neutral x3 liner, (1) 20mm screw, (1) 30mm screw, 32mm std biolox femoral head were also revised.